Manufacturer narrative:
DHR was reviewed for this lot and no anomalies were found. A search of the complaint database revealed no additional complaints reported for the same lot. Unit was received with one of the cutters broken at its "tail" section, which left the wire lose. Also, the handle was cut from the rest of the forceps. Investigation by sem analysis presented evidence of material cold flow. This condition is a result of arrested material during solidification. No other material anomalies were found. Conclusion of the analysis is that the cutter fractured as a result of material cold flow.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on may 25, 2007 that a radial jaw biopsy forceps was used during a procedure (patient gender, age and weight are unknown). According to the complainant, the "distal part broke." Several attempts to obtain additional details regarding the circumstances surrounding this event and patient condition were unsuccessful. No additional information is available.